Event description:
Patient was admitted into intensive care to drain a deep wound of the back after surgery. Patient was found to have a type of infection known as staphylococcus aureus discitis and/or osteomylitis.